Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2015 and was implanted with an lfit anatomic v40 femoral head and accolade ii hip stem. Her right hip was revised on (B)(6) 2024 allegedly due to elevated cobalt and chromium and adverse tissue reaction.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.